Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged for possible under delivery of insulin. Customer stated that they experienced high blood glucose of 256mg/dl, 225mg/d, 165mg/dl and customer¿s current blood glucose was 230mg/dl. Customer was treated with bolus. Insulin pump will not be returned for analysis.